Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for us w/products other than humalog & novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 393 mg/dl and the customer indicated they would administer a correction bolus. Tandem performed a system check & found that the tubing needed to be changed. Reportedly, the customer used apidra insulin.